Event description:
The customer reports that the system image quality is poor and that the system intermittently shuts itself down.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep verified customers reported problem. He checked the image intensifier entrance dose, dose was only 3.1 milli r/min at the image intensifier. The rep performed a filament tube calibration through rus. The image intensifier dose was now 4.2 milli r/min. He also replaced the system power switch, internal spring in original power switch would not hold switch closed. The system is operating as intended.